Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient could not feel the stimulation where they were supposed to feel it. Patient stated it felt like a buzzing or something where the device was implanted when they turned up the stimulation. Patient said they were not feeling the stimulation in the bicycle seat area. The issue started yesterday or a day or two before. Patient mentioned they had an MRI a couple weeks ago and they turned MRI mode on and turned it back off. Patient services specialist (pss) asked if patient had any falls or accidents and patient said no, but they were getting a steroid injection in their back on thursday for sciatic pain that started around easter. Patient said their urinary incontinence started to get worse around that same time. It was not horrible but they had to wear a pad every day. The bladder was leaking more. It was a little bit, now they have to change their liner once a day and sometimes twice a day. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.